Manufacturer narrative:
The catalog and lot numbers for the actual product used in the procedure is unknown. An investigation is in process to retrieve this information via the legal process. Additional information received will be submitted within 30 days of receipt. The complaint received via the legal department states that approximately 16 months post procedure, the patient suffered in-stent thrombosis with myocardial infarction. This is a male patient of unknown age and medical history. The lesion was rca. There is no vessel, lesion or procedural details available to date. Approximately 16 months post implantation, the patient developed in-stent restenosis and suffered a myocardial infarction. There are no sterile lot number details available thus no dhrs could be performed. Thrombosis, with myocardial infarction, is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. It is unknown if the patient was maintained on an asa and plavix regimen as per the IFU. Review of the limited information does not suggest what other factors may have contributed to the reported event. This is one of three devices associated with the reported event that were submitted under the following manufacturer numbers 3003742446-2011-00068, 3003742446-2011-00069 and 3003742446-2011-00070.

Event description:
As it was reported by the legal department via email: this male patient had three cypher stents implanted in his right coronary artery. Approximately sixteen months post index procedure, the patient suffered in-stent thrombosis.